Manufacturer narrative:
Date of event: populated as (B)(6) 2019 as there is no known event date. Populated as the first day of the month of the bsc aware date.

Event description:
It was reported that a device fracture occurred. A vtcb/8.3 flexima was selected for use. During preparation, it was noted that the locking suture was broken. The procedure was completed with another of the same device. No complications reported and patient is stable.